Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Visual inspection revealed the dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current abbott inventory was inserted and advanced through the dilator/sheath assembly with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The swartz braided transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. (Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator).¿ also, brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the dilator puncture is consistent with not following the instructions for use.

Event description:
During the procedure, the dilator was punctured by the transseptal needle at the distal end. The pre shaped needle without stylet was inserted into the introducer sheath and a perforation of the dilator occurred. The sheath was replaced to continue the procedure with no consequences to the patient.